Event description:
Additional information received reported that the patient¿s leads and implantable neurostimulator (ins) were explanted on (B)(6) 2014. The leads were still anchored in place upon opening the midline incision. The physician cut the leads during the explant.

Event description:
It was reported that with the stimulation on, the patient noticed lower extremity swelling and had vomiting episodes with blood in emesis. It was noted that the physician was aware of the patient¿s symptoms. It was noted that the patient had not used the stimulation much since implant. The patient had seen a pulmonologist and an infectious disease physician. It was noted that the patient wanted to get her other medical issues ¿figured out¿ first before she had the device reprogrammed. It was noted that reprogramming would be performed in the future. It was noted that x-rays were performed on (B)(6) 2014. It was determined that the leads had not moved since implant and they ¿looked good.¿ additional information received reported that the patient wanted the device explanted and re-implanted after her treatment for ¿micro avium intra cellular¿ was complete in 18 months. It was noted that the patient was ¿never cleared for surgery¿ by her pulmonologist. It was noted that her ¿leads could be infected.¿ it was noted that the patient had been seen at several emergency rooms. The patient had not had her stimulation on much since implant because it caused welling in her lower extremities and abdomen. It was further noted that the patient was having left arm pain and numbness. It was noted that the patient felt this pain prior to her trial. Additional information received reported that the patient had a 50% or greater symptom reduction. It was noted that the lead was involved in the event. It was noted that there was swelling of the leg. It was noted that reprogramming was performed and a physician exam of the leg determined that it was normal. The cause of the event was not determined. It was noted that the event was not device related. The patient had not recovered and the symptoms were ongoing.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(6), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s explant date was moved to (B)(6) 2014, however, it was tentative.

Event description:
Additional information received reported that the patient had not recovered and their symptoms were ongoing. The physician did not believe that the lower extremity swelling was related to the patient¿s device. The physician wanted the patient to have it reprogrammed, but the patient refused. The patient believed the swelling was from the device. No further testing was performed at this time. Additional information received reported that the patient was looking for a referral to have the system explanted. Additional information received reported that an explant was scheduled for (B)(6) 2014.

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no anomaly. Analysis of leads (l/n va0b8fa020 and va0er9l006), found the lead bodies were cut through and the products segmented.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID : 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the lead was completely explanted, but it was cut, so it was in 2 pieces. The patient recovered without sequelae.

Manufacturer narrative:
Correction to date of report. Original report date of (B)(6) 2014 applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient never had therapeutic effect sine implant. The patient's neighbor did not have further details on why therapy didn't work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.